Event description:
The consumer states he pressed the recline switch and allegedly heard an audible "pop" and the chair began to immediately recline and tilt. The consumer was not able to stop the chair from reclining. The "pop" was allegedly followed by a strong "ozone and burning smell". No injury is alleged.

Manufacturer narrative:
Evaluation pending upon receipt of product.